Manufacturer narrative:
H.6. Investigation summary: although there was not a sample or picture, the complaint can be verified based on the device history review of the lot. Based on the investigations, the incident in question may have been caused by a station failure applying glue to the needle hub. This failure may have been followed by a coincident intermittent failure at the station verifying the cannula fixation force in the hub in 100% of the parts (tensile test station) according to the maintenance order. An adjustment to the traction station; of chassis # 02, where there was the exchange of traction pins, according to maintenance order performed on 12/08/2017. A corrective action project (CAPA: 1134665) has been initiated to investigate the issue. H3 other text.

Event description:
It was reported that during insertion the needle detached with a bd angiocath¿ IV catheter. This occurred on 15 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the needle didn't detached from the cap and the needle was detached when punctured the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insertion the needle detached with a bd angiocath¿ IV catheter. This occurred on 15 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle didn't detached from the cap and the needle was detached when punctured the patient.